Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the emitter experienced intermittent communication with the navigation system. The reported issue occurred during navigation. The site did not attempt to resolve the reported issue and completed the procedure with navigation. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.